Event description:
Related manufacturer reference number: 2017865-2022-15028. It was reported that the patient's right ventricular (rv) and right atrial (ra) leads were sensing noise. The rv and ra leads were explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
Further information was requested but not received.